Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, the patient underwent anterior spine fusion surgery on the lumbar region at levels l4- s1. The patient was implanted with select parts of rhbmp-2/acs (i.e.the rhbmp-2 and collagen sponge). The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e. In the disc space). Post-op, the patient complained of progressively worsening pain in his low back and radiculopathy into his lower extremities. Patient continues to experience constant low back pain with radiculopathy and burning into his lower extremities. Patient experiences difficulty standing and walking. These serious injuries prevent patient from practicing activities of daily life and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l4-5 and l5-s1 disc herniation with radiculopathy and diskogenic back pain and underwent the following procedures: 1) anterior lumbar interbody fusion at l4-5 and anterior lumbar interbody fusion at l5-s1 2) biomechanical device with lt cages paired at l5-s1 3) discectomy anteriorly at l4-5 and discectomy anterior at l5-s1 4) c-arm for localization of device 5) allograft nonstructural. As per op-notes,¿ the decompression was performed back to the spinal canal and redundant annulus and clear central disc herniations were removed with pituitary and curette. Again the discectomy was over and above the simple block discectomy. Bmp and allograft were allowed to prepare according to protocol. Deep to the cages, surgeon did place crushed cancellous allograft followed by bmp sponges as well as the cages countersunk to 6 mm. Again attention was turned to the l4-5 level. The disc was removed in to resecting the disc completely, releasing and resecting the annulus and releasing portions of the posterior longitudinal ligament all the way to the posterolateral comers far, above and over the simple block discectomy. The decompression was performed back to the spinal canal. Due to the annular pathology, an obvious disc herniation and more aggressive decompression was done posterolaterally. Bmp and allograft were allowed to cure according to protocol and the cages and bmp with allograft were applied. The patient tolerated the procedure well.¿